Event description:
It was observed that during the device evaluation that high flow insufflation unit due to expired life expectancy of circuit printed board, the supply pressure sensor does not work properly. There were no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it¿s likely that the supply pressure sensor does not work properly due to an electronic component failure. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.